Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv lead exhibited low sensing and high capture thresholds. The lead was capped and replaced successfully during a device change out due to eri. Patient was stable post procedure.